Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Neither the reported patient symptoms or device performance allegation can be confirmed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) revision surgery. Upon the procedure, erosion was noted in the penis on the cylinder area. The entire existing device was removed and replaced with a new ipp. No additional patient complications were reported and the patient is expected to fully recover.